Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: d9, h3 = the complaint device was returned to cook. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: d1, d4 = upon further investigation of the device on 26mar2024, the rpn was determined to be kcfw-6.0-35-55-rb-hfanl1-hc. Summary of event: as reported, during an unknown procedure, a flexor high-flex ansel guiding sheath unraveled and separated. The patient had reportedly undergone six or seven prior procedures in the catheterization lab, and the anatomy was tortuous and very calcified. The ansel sheath was advanced contralaterally for an "up and over" approach. The case had "gone smooth" until the end of the procedure when the sheath was removed. While pulling the sheath back, it unraveled. The tip separated and remained in the left common femoral artery. The user had to "go back in" to remove the broken pieces of the sheath that were left behind. Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. A visual inspection and dimensional verification of the complaint device was also conducted. The complaint device was returned to cook for investigation in two segments. The first segment was 15-centimeters from the proximal end and the second segment was 33.5-centimeters from the distal end. The inner coil was exposed and unraveled. The lot number was not provided to cook, and a global shipment search was unable to definitively determine the lot. Therefore, the device history record and complaint history could not be reviewed. The product IFU states that if resistance is encountered during sheath advancement, ¿assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal¿. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy contributed to this event. The anatomy was tortuous and very calcified, and the patient had previously undergone six or seven procedures in the cath lab, indicating an extensive history and likely scarring. It is possible that the sheath caught on calcification within the tortuous vessels as the sheath was pulled back over the bifurcation, subsequently unraveling and separating. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D4: based on the description of a 6-french, 55-cenimeter ansel sheath, the rpn is one of the following: ksaw-6.0-18/38-55-rb-anl1-hc ksaw-6.0-18/38-55-rb-anl2-hc ksaw-6.0-18/38-55-rb-anl3-hc kcfw-6.0-35-55-rb-hfanl1-hc kcfw-6.0-35-55-rb-hfanl0-hc e3: occupation = lead tech this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure, an unspecified 6-french, 55-centimeter ansel sheath unraveled and separated. The patient had reportedly undergone six or seven prior procedures in the catheterization lab, and the anatomy was tortuous and very calcified. The ansel sheath was advanced contralaterally for an "up and over" approach. The case had "gone smooth" until the end of the procedure when the sheath was removed. While pulling the sheath back, it unraveled. The tip separated and remained in the left common femoral artery. The user had to "go back in" to remove the broken pieces of the sheath that were left behind. Additional information has been requested.